Manufacturer narrative:
No product was returned. Only the clinical report was analyzed. The cause of the positioning issue was use related due to sternal wires pinching the graft. The failure mode will be monitored and trended.

Event description:
The user facility reported a male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the pump was moving toward the mitral valve. Repositioning was attempted to move impella but met with resistance against the mitral valve. The access site was explored and a graft twist was noted. The chest was opened at the top two sternal wires and found that the sternum closure had pinched the graft. Impella was explanted and the graft was closed. There was no patient harm reported.